Manufacturer narrative:
Based on the information provided of the reported radiesse injection date of being 10 years prior to this report and the unknown onset date of the reported events, this case was assessed as reportable to the FDA, as the event firmness (extreme) (pt: injection site induration), was deemed to meet the serious criteria of permanent damage, as it cannot be excluded with certainty. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2023-00027 referring to the same patient. This spontaneous report was received from a us health care professional (practice administrator) and concerns a female patient. The patients initials and date of birth were reported as unknown. She was injected with radiesse at a different practice, into the tear though (off label use of device), 10 years prior to this report. Batch number was unknown. After the radiesse injection, on an unknown date, the patient experienced extreme swelling and firmness (considered as severe). The patient went to see the reporting provider who was dissolving the tear trough that was treated with radiesse 10 years ago. The reporter was using hylenex on the patient, and it was working great. The outcome of the events was unknown.